Event description:
The product was used during a lap chole procedure. Reportedly, the trocar sleeve broke upon removal from the pt. No pt injury was reported.

Manufacturer narrative:
1/13/1998-supplemental report #1 submitted to FDA.